Event description:
It was reported that this implantable lead was explanted and replaced due to dislodgement from the his bundle. No additional adverse patient effects were reported. Records indicate this lead was retained by the explanting hospital and will not be returned for analysis.